Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after placing the right ventricular (rv) lead during the implant procedure, the helix would not extend after twenty turns. The lead remains in use. No patient complications have been reported as a result of this event.